Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix issues, difficult to position and remove. This lead was then successfully replaced and resolved prior to pocket closure. Post market quality assurance laboratory analyzed the lead and confirmed an inner fracture coil. No additional adverse patient effects were reported.